Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps tip was not rotating or moving. The procedure was completed with no reported injury. On (B)(6)2024, intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer spoke to the nurse in this case and as far as she knew nothing was left in the patient. The customer forwarded and spoke with the surgeons involved and they would review the chart. On (B)(6)2024, intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon reported that on the day of surgery, fairly early in the procedure less than 40 min from the skin incision, it was recognized that the tenaculum did not have full range of motion. The arm was removed and reinstalled and was temporarily used for retraction rather than traction. It was during this time that the surgeon was able to visually confirm that the cable had broken. The arm was removed and set aside to be sent back to intuitive. During the removal process, there was no obvious fragment that was observed to fall within the patient. The surgeon confirmed that the procedure was completed with a backup force bipolar instrument. There was no report of fragments falling from the device while used within a patient on the day of the surgery. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.